Manufacturer narrative:
(B)(4). One exhalation valve was received for investigation. It was installed into a failure investigation test ventilator for analysis. Tests and calibrations were performed, and all tests passed. Performed oxygen (o2) sensor calibration, and no errors were observed. The ventilator was set into ventilation mode for a minimum of 24 hours, using the default settings as per 840 service manual, and no failures or alarms occurred. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the exhalation valve to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator stopped cycling. There is no information regarding patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. . If information is provided in the future, a supplemental report will be issued.